Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) and ventricular fibrillation (vf) were observed via a review of remote transmission. Further review indicated the episodes were due to noise. The patient presented to the clinic, and isometrics were performed reproducing noise and pacing inhibition. The following day on (B)(6) 2022, the rv lead was capped and replaced. The patient was stable prior to, during, and after the procedure.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed by analysis.during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the right ventricular cable lumen with intact etfe cable coating and inner coil lumen proximal to the suture tie impression and breaching the optim sheath, consistent with friction to the device can and friction to another device or feature of the heart.